Event description:
The customer reported that during an infusion, the pumping segment was found ballooned. The infusion was d5 0.45ns with 20meq kcl at 75ml/hr running into a peripheral IV in the right forearm. The tubing was started in the operating room at 8:15am. The patient returned back to the unit at 1:40pm. The pump alarmed and when the nurse opened the door, she found the upper a silicone segment ballooned. It is unknown if any IV pushes or flushes were done in the operating room. There was no patient harm or medical intervention. The customer stated that no further patient or event information is available.

Manufacturer narrative:
Manufacturer's report date: 06/26/2013. Internal file no: (B)(4). Conclusion code field left blank - no available code for undetermined or unknown cause. The customer's report of a balloon in the silicone segment was confirmed upon visual inspection of the set and replicated during pressure testing. The pressure test produced a balloon within the silicone segment at 10psi; the specification is 30psi. The silicone segment was likely weakened during customer use. The root cause was not identified. Past investigations determined ballooning has occurred when an IV push is executed below the pump when the tubing above the IV push site was not clamped off. This can cause unwanted pressure to go up into the silicone segment and cause a balloon in the tubing.